Event description:
Alcl case report. (B)(6) woman who underwent breast implantation 8-9 years ago in central asia and then augmentation in 2011. She first noticed swelling and pain around (B)(6) 2015 of her right breast which was found to have a fluid collection at (B)(6) ed and was referred to (B)(6) for further workup. Mammography (B)(6) 2015 was birads 2 showing only fluid collections as noted on us at (B)(6). Fluid analysis from aspiration (B)(6) 2015 showed breast implant-associated anaplastic large cell lymphoma.